Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. Following stent placement, a 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for post-dilatation. However, on initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.